Event description:
It was reported that one of the leads may need to be revised due to migration, but they were unsure. The caller was confused on if the patient did have a migrated lead. Information regarding if the lead migration was confirmed, interventions taken, and outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: 2013-(B)(6), product type: lead. Product ID: 977a260, serial# (B)(4), implanted: 2013-(B)(6), product type: lead. (B)(4).